Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('10/30/13, pertial hysto, removing my tubes and coils, my uterus and my ovary'), device breakage ('chewed my coil and spit it all through my pelvic cavity'), vessel perforation ('one fragment embedded in my iliac vessel'), cervix inflammation ('scheduling my next surgery to remove my inflammed cervix and other ovary and remove fragments') and spinal osteoarthritis ('osteoarthritis all through my body including spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vessel perforation (seriousness criterion medically significant), cervix inflammation (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis all through my body including spine") and pelvic pain ("stabbing pain in my pelvic area"). The patient was treated with surgery (planned surgery, had surgery to remove fragments/ further surgery to remove fragments is planned and partial hysterectomy, salpingoferectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, device breakage, vessel perforation, cervix inflammation, spinal osteoarthritis, osteoarthritis and pelvic pain outcome was unknown. The reporter considered cervix inflammation, device breakage, medical device removal, osteoarthritis, pelvic pain, spinal osteoarthritis and vessel perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(B)(6) 2013, partial hysto, removing my tubes and coils, my uterus and my ovary'), device breakage ('chewed my coil and spit it all through my pelvic cavity'), vessel perforation ('one fragment embedded in my iliac vessel'), cervix inflammation ('scheduling my next surgery to remove my inflamed cervix and other ovary and remove fragments') and spinal osteoarthritis ('osteoarthritis all through my body including spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vessel perforation (seriousness criterion medically significant), cervix inflammation (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis all through my body including spine") and pelvic pain ("stabbing pain in my pelvic area"). The patient was treated with surgery: partial hysterectomy, salpingoferectomy, had surgery to remove fragments/ further surgery to remove fragments is planned. Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, vessel perforation, cervix inflammation, spinal osteoarthritis, osteoarthritis and pelvic pain outcome was unknown. The reporter considered cervix inflammation, device breakage, medical device removal, osteoarthritis, pelvic pain, spinal osteoarthritis and vessel perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.